Event description:
A (B)(6) female transferred from bed to htr recliner by 2 certified nursing assistants with the full body lift as ordered. Lift sling placed under the resident's torso and attached to the four loop hooking mechanism/hanger. One cna was guiding the resident's lower body and the other was moving the lift toward the chair. As the resident was lifted over to the recliner, the loop on the lift sling that attaches to the hanger on the lift broke resulting in an observed fall. Resident sustained a laceration to the left temple. First aid was administered. Vital signs obtained and wnl. Pupils equal and reactive to light. Mental status assessed and no change was identified. The attending physician and the pt's daughter was notified. Orders to send to sumner regional medical center for further eval. Sutures to laceration left temple. No subdural hematoma or epidural hemorrhage identified by CT. All full body lift slings were immediately brought to the nurse's station and the integrity was inspected. None were removed.

Manufacturer narrative:
The sling for the full body lift was returned for our servicing dept lead to inspect. Her findings were the materials were knotted from not laundering per the instructions, causing the material to lose strength and fail. The sling also showed severe tearing and per instructions should not have been used.